Event description:
It was reported that during percutaneous coronary intervention, a stent damage and stent moved on balloon occurred. The target lesion was located on the mildly tortuous ostial saphenous vein graft to the diagonal artery. The physician advanced a 4.00x16mm promus element plus drug-eluting stent into the introducer sheath and noticed that the stent was not crimped down onto the balloon like a "small bubble" in the distal portion of the stent. They attempted to utilize the stent in the procedure when the stent moved partially off the delivery balloon. The guide catheter, guide wire and the stent delivery system were pulled out as one unit without patient complications. It was noted that the distal end of the stent became damaged while removing it through the sheath. The procedure was completed with a 4.00x16mm ion stent. No patient complications were reported.

Event description:
Same case as (B)(4). It was further reported that a stent placement was performed and once the stent exited the catheter and entered the artery, the stent became dislodged from the balloon. They were able to retrieve the stent with the catheter through the sheath, and then continue with the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).